Event description:
It was reported that the spike of a clearlink vented paclitaxel set fell out of a non-baxter IV bag filled with paclitaxel, leading to a leak. The technician stated that the initial spike connection felt loose. After spiking the bag, the spike then separated from the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by spiking the device into an in-house glass bottle filled with distilled water, priming the device, and checking for flow. The device was found to prime and flow normally with no spike fall out noted. However, the customer reported that the set was used with a non-rigid bag. Per the device¿s labeling, the set is ¿[f]or use with rigid nonvented solution containers.¿ the cause of the condition was determined to be a use error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.